Event description:
It was reported that a user requested to stop using the ilet pump because it did not fit their lifestyle and they experienced blood glucose excursions, with a reported blood glucose of 40 mg/dl and rose to 400 mg/dl, especially around or after meals; the agent discussed additional training, which the user declined. Investigation included troubleshooting and education by support personnel. Investigation of this case revealed no device malfunction reported or confirmed and no reproducible fault identified, with cause for the glycemic excursions remaining unclear. No clinical symptoms reported for episodes of hypoglycemia and hyperglycemia. Outcomes included self-treatment with oral glucose without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.